Event description:
It was reported by switzerland that during service and evaluation, it was determined that the power module device would not charge, did not function and stopped by itself. It was further determined that the device failed pretest for charging and checking of power module in charger, function¿test and saw¿test. It was noted in the service order that the device would not charge. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device stopped by itself, identified during service and repair, was confirmed. However, an assignable root cause was not established. UDI: (B)(4).